Event description:
It was reported that high impedance was observed on the patient's previous vns during surgery. The new generator was connected to the lead and the high impedance did not resolve. A diagnostics test was performed on the previous generator using a test resistor ("test lead"). The diagnostics using the test resistor were within normal limits. The explanted generator was discarded. The lead was left implanted and the physicians will determine at a later point if a revision of the lead is necessary. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient's generator was replaced due to battery depletion and impedance was still high. No further relevant information has been received to date.